Event description:
It was reported that while prepping for a surgery on (B)(6) 2015, the tip on the internal counter torque for universal spinal system (388.263) was discovered broken off. The patient was already brought into the room but was not put under yet. A back up was readily available. It is unknown when and how the tip broke off. The fragment was not retrieved. There was no delay in surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Implant and explant dates: device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd investigation was conducted. The report indicates that one internal counter torque for uss was returned with the complaint that ¿while prepping for a surgery on (B)(6) 2015, the tip on the internal counter torque for universal spinal system was discovered broken off.¿ upon receipt of this device it was seen that the most distal 3.5mm of the tip has fractured from the device at the region with the smallest diameter. The remainder of the device appears in good condition. This complaint is confirmed. The counter torque is used in the uss and uss variable axis screw systems to reduce torque on the bone while tightening the nuts. Alternative instruments are available to final tighten the nuts including the counter torque sleeve and socket wrench with straight handle. The drawings for this device were reviewed. The drawings were reviewed and found adequate for the instrument¿s intended use. The returned condition of the instrument is likely a result of the counter torque not being seated correctly on the screw head while a bending force was applied. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.